Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by resetting the pump with the guidance of technical support, after which the error code did not reappear, and they were able to start their sensor session successfully.